Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no reported adverse impact to the customer. Multiple follow ups were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
Additional information was received on (B)(6) 2026 clarifying the touchscreen functioned as intended. This is a not reportable event.